Event description:
The customer reported that their device would power itself off within the first three (3) minutes of being powered on. The customer indicated that they were using a new battery as well. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and observed the assembly to actually function normally on ac mode. The cause of the reported failure was determined to be due to a failure of an integrated circuit chip, designator u1 which caused a power failure on dc mode.